Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that as soon as the device was opened and used for the first time, continuous suction occurred.

Manufacturer narrative:
Multiple attempts were made for additional information, however no new information was received. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: continuous suction. Probable root cause: severe shipping conditions. Material/design error. Damaged equipment. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that as soon as the device was opened and used for the first time, continuous suction occurred.